Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.5, 7.4. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.5, lab: 4.3. Patient's therapeutic range: 3.0-4.0 inr.

Manufacturer narrative:
Investigation pending.